Event description:
There is a touchscreen button on the basic functions tab of the processor labeled "air flow". This icon is in close proximity to the scope and tubing which can easily be activated by simple touch. On the date of the event, air flow on the olympus processor was accidentally turned ¿on¿ and on high setting while co2 was being used. Both air and co2 ware insufflated into the patient causing bilateral pneumothorax, chest tube insertion, mechanical ventilation with supplemental oxygen and critical care monitoring. On review with the staff, the touchscreen panel was probably accidentally bumped while changing the specimen trap that was attached to the scope.